Event description:
Tibial tray became loose. As a result the tibial insert, femoral component and tibial tray were revised.

Manufacturer narrative:
Device was not returned to the MFR. However, surgeon stated that the loosening was due to poor bone cement.